Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 30may2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the functional test was performed and no abnormalities were found. As a result of this, it was determined the oxygen concentration is normal. Regarding the reported noise, when an oxygen concentration setting is high, a noise is subject to be heard louder from a solenoid oxygen valve regulating oxygen concentration the unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow out of specification. Although oxygen concentration was set at 100 % during device checks before use, its measured value only grew up to 90 %. Also, a noise occurred from the inside. The device was not in use at the time of the reported event; therefore, there was no patient involvement.